Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the facility reprocessing was confirmed to have been implanted in accordance the device IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of water feeding function¿ ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section cover has a scratch, adhesive on bending section has a white clouded area, due to clogging of nozzle, water removal ability does not meet the specifications, suction cylinder is shaved, switch button 2 has a scratch, image guide protector has a scratch, connecting tube has a scratch, and due to wear, switch button 4 does not work. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. There was no report of patient harm or user injury associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.